Manufacturer narrative:
(B)(4): no sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. A device history review could not be completed as no batch number was provided. Without a sample, photograph or lot information the investigation was unable to confirm the failure mode nor identify a probable root cause. As the failure mode was unable to be confirmed nor a root cause able to be determined a corrective and/or preventive action could not be identified for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
The valve maybe leaking. Liquid runs out between the valve and the access tip. More information will follow. Now I have received feedback from the employee. The valve and the access tip cannot actually be connected. It is also unclear whether someone tampered with the valve. The valve was changed and is now on the way to ewimed.

Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The valve maybe leaking. Liquid runs out between the valve and the access tip. More information will follow. Now I have received feedback from the employee. The valve and the access tip cannot actually be connected. It is also unclear whether someone tampered with the valve. The valve was changed and is now on the way to ewimed.